Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that patient had skin irritation and blisters when using lnop sensor.